Manufacturer narrative:
Health effect impact code f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against right side device. Device has been explanted.

Event description:
Healthcare professional reported "rupture" against right side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: striated broken on radius and a striated opening on radius. Based on the device analysis the final assessment is: striated broken on radius assessed as surgical damage. A striated opening on radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.